Event description:
It was reported that a patient experienced a leak that resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to the patient¿s cat biting their patient extension line. The patient was not hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by cloudy effluent. The patient was treated with fortaz intraperitoneally (dose and frequency not reported) for the event. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿. The guide warns and cautions the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. The guide instructs the user that in order to reduce this risk, the patient should not perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.